Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m5349t506 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that during suction of the endotracheal tube with closed suction system, the integrated suction catheter released from its bracket so the suction catheter became stuck in the endotracheal tube, causing a total blockage and preventing the patient from receiving oxygen. The patient was hand ventilated for 10 minutes while the suction system was manually removed and replaced. There was no injury to the patient.